Event description:
It was reported that during a shoulder arthroscopy a detachment of the distal end of the electrode occurred. The suction was used with settings standard. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is confirmed. One unpackaged ar-9811 apollo rf batch number 66436317 was received for investigation. Functional testing with synergy rf found that after the devices' memory cleared, the device is not responding. Visual evaluation found that the aspirating probe electrode face was detached. This is a known manufacturing issue. Refer to ncr-20813.